Manufacturer narrative:
Unit had broken reservoir tube lip, missing reservoir tube o-ring. Unit test reservoir does not lock in place properly and unable to perform the displacement test due to the missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.